Manufacturer narrative:
Updated fields: b1; b4; b5 g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion, problem code, health effect ¿ impact codes, health effect ¿ clinical code; h11. Corrected fields:b6; b7; d10 e2; e3; e1 event site address; h6 problem code. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. Resolved by replacing the touchscreen assembly. Touch screen test and touch screen calibration were performed. Normal operation was confirmed by running test and returned to the customer.

Event description:
It was reported that during inspection in the hospital cardiosave intra aortic balloon pump(iabp) touch screen was unresponsive. There was no patient involved.

Manufacturer narrative:
Due to character restrictions in block e1 (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that during inspection in the hospital cardiosave intra aortic balloon pump(iabp) touch screen was unresponsive.

Manufacturer narrative:
Updated fields: b4; g1 contact person ¿ mfg site; g3; g6; h2; h11. Corrected fields: h6 problem code.

Event description:
N/a.